Manufacturer narrative:
Visual inspection and functional evaluation of the product could not be performed because the device was not available for investigation. From the information provided, the device broke due to incorrect needle cartridge loading during preparation. The complaint could not be verified and exact root cause for the failure is uncertain as the device was not available for investigation. However, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: incorrect needle loading technique. Or excessive force applied while loading the needle cartridge. Incorrect needle loading technique and/ or excessive force applied to the device can result in damage to the device. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that prior to a procedure using a speedstitch device, the device broke. The procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.